Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and was unable to duplicate the pipettor errors or erroneous glucose qc results. He performed a system check and decontamination of the module. He also replaced the worn mixer 3-2. He verified the module's performance by operational, mechanical, and precision checks with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable glucose result from one patient sample tested on the cobas 8000 cobas c 701 module. The reporter stated they also received sample and reagent pipetter errors. The initial result was reported outside of the laboratory. The physician questioned the result prompting the rerun of the patient sample on their alternate c 701 module. The initial result from the module was 315 mg/dl. The repeat result from the alternate c 701 module was 92 mg/dl. The repeat result was deemed correct.